Event description:
It was reported that a patient with two pain stimulation devices (one for her neck and one for her lumbar region) had the lumbar spinal cord stimulator (scs) replaced in (B)(6) 2014 because it wasn¿t working properly.

Manufacturer narrative:
Concomitant product: product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_ins_stimulator, product type implantable neurostimulator. (B)(4).